Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The latch was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(6).

Event description:
The ge healthcare biomed reported the unit had a broken door latch. There was no report of patient involvement.